Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during routine simulation, smoke came from the cardiosave intra-aortic balloon pump (iabp). There was no patient involvement.

Manufacturer narrative:
Updated fields: b4, d8, d9 device available for eval, return to manufacture date, g1 contact person mfg site, g3, g6, h2, h3, h6 type of investigation, investigation findings, investigation conclusions, component code. A getinge field service engineer fse was dispatched to evaluate the iabp unit and the fse confirmed burn marks on solenoid control & motor control pcb, replaced power management and backplane as a precautionary measure as all of the boards were not reporting in service diagnostics. Performed full functional checkout and returned unit to service. The failure analysis and testing dept. Received the following parts associated with this complaint parts were received with a reported failure of smoke from the machine during use. Burn marks on solenoid control and motor control pcb. The fat performed a visual inspection and found to have burns on them. Confirmed the reported failure on these boards. Retaining these parts in the failure analysis and testing department per procedure number rev. Ar. Due to the risk of damage to the test fixture, the other boards will not be tested. Sending to the supplier for failure analysis per procedure number rev. Ar. Failure analysis received from the supplier for the pn. Please see attachment. They stated the part passed with no issues. Probable root cause for this part is not confirmed. Retaining the part in the failure analysis and testing department per procedure number rev. As. Failure analysis received from the supplier for the part. Please see attachment. They stated. 1. Perform visual check result: no abnormality found. 2. Board was re-tested at fct. Result: failed step 4.1.1 program dsp testware file. 3. Perform troubleshooting on the board found u5 defective." Probable root cause for this part is impossible to define. Retaining the part in the failure analysis and testing department per procedure number rev. As.

Event description:
Na.